Manufacturer narrative:
The event occurred in (B)(4) . While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported insulin leaked out of the cartridge into the cartridge compartment of the pump. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.